Manufacturer narrative:
4114,3221,4315 is associated with instrument return and analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding instrument replacement. It was reported that during a case, the surgeon had the physically manipulate the probe for it to verify. There was no reported harm to the patient present and there was a delay of less then 1 hour. Medtronic received information that the probe was bent. The physician was reported to have physically bent the probe to verify it.